Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed fault codes and error messages upon interrogation. The device was interrogated again and the data and device memory were saved to disk for analysis at boston scientific's reliability assurance laboratory. Call description:, last measured test=n/r, hourglass when trying dx tests, attempted mcf failed, closed, reinterrogated, save to disk, save memory to disk.